Manufacturer narrative:
The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required: bat208905 catalog: 1650de exp. Date: 09/30/2016 returned: 03/14/2017 (B)(4). Bat211061 catalog: 1650de exp. Date: 11/30/2016 returned: 03/14/2017 (B)(4). Bat209048 catalog: 1650de exp. Date: 09/30/2016 returned: 03/14/2017 (B)(4). Bat208104 catalog: 1650de exp. Date: 09/30/2016 returned: 03/14/2017 (B)(4). Bat208086 catalog: 1650de exp. Date: 09/30/2016 returned: 03/14/2017 (B)(4). Bat208404 catalog: 1650de exp. Date: 09/30/2016 returned: 03/14/2017 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing power switching. All devices were exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
During review of our files the reported event has been deemed to have been previously captured and reported under patient identifier (B)(6), MFR# 3007042319-2017-00939. Therefore, no additional reports will be submitted under patient identifier (B)(6), MFR# 3007042319-2017-01812, as this is a duplicate complaint. As a result, sections have been updated accordingly. No additional information will be forthcoming.